Event description:
On (B)(6) 2010, the nurse reported via telephone that the pt was proned and they were placing the pt supine and tried to release the buckles. The top buckle would not release. The nurse reported that it looked like it was caught on something. The nurse had attempted to push the buckles back together and then try to release and it would not work. The buckle was cut by the facility and replaced by kci personnel. There was no reported injury.

Manufacturer narrative:
The bed was tested per quality control procedures on (B)(6) 2010 and met specifications. The bed was placed with the pt on (B)(6) 2010. The buckle was cut and replaced at the healthcare facility then returned to kci quality engineering for evaluation. They were unable to replicate the issue that the buckle would not release. Testing of the buckle concluded that the buckle button releases.